Event description:
Original surgery date: in 2004. There was a report of a "back out". A revision surgery was performed one month later in 2004 and allograft bone was put in. There were no pt complications reported.